Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded powerpicc lumen is unconfirmed because the problem could not be reproduced. One 5 fr d/l powerpicc kit was returned for evaluation. Two photos of a powerpicc and one photo of the packaging label was returned for evaluation. An initial visual observation revealed some use residues throughout the returned powerpicc catheter. Returned in the kit was one syringe, one 5 fr d/l powerpicc, one measuring tape, one nitinol guidewire, one stylet, one introducer needle, one unopened statlock stabilization device, and one 5 fr microintroducer. A functional test of attempting to infuse water into each lumen using a non-complainant 12 ml syringe revealed each lumen was patent to infusion with no observed resistance. A functional test of attempting to infuse water into each lumen using the returned, complainant 12 ml syringe revealed nothing remarkable as each lumen was patent to infusion with no observed resistance. Because the catheter was patent to infusion with no observed resistance, the complaint of an occluded catheter is unconfirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that purple hub was blocked. No other information was provided.

Event description:
It was reported that purple hub was blocked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.